Event description:
In 2007, the sales rep reported the teeth of the driver are worn. Found during kit inspection. In 2008, after the completion of the complaint return product evaluation, it was identified that one prong was broken and the other was bent and not worn as originally reported. The malfunction, broken tips has resulted in an adverse event in the past.

Manufacturer narrative:
The event was not related to pt contact. Product is an instrument and is not implantable. Visual inspection indicates broken and bent mating prongs on the driver. The device history record review found the product met specifications. An engineering investigation determined the most likely cause of the event is off axis use by the user.